Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18066168 / 17831178.

Event description:
It was reported that the patient experienced pain at the pocket site. It was also reported that the device was not working as intended. The patient underwent an explant procedure where all device components were removed. The explanted devices were not returned.